Manufacturer narrative:
The affected evita xl was manufactured in june 2007. The device was investigated by a dräger service technician on site. During the analysis the pcb graphic controller could be identified to be the root cause of the reported failure. The device was repaired by replacing the affected pcb. In case of a failure of the pcb graphic controller, the device performs a warmstart in an attempt to solve the problem. This is accompanied by an audible alarm and the device briefly powers off and then back on. During this time, an emergency-breathing valve opens allowing for spontaneous breathing. In the event that the device stops ventilating, audible alarms and visual messages are activated informing the user of the status of the device. Manual ventilation with an alternate device may be considered necessary.

Event description:
It was reported that the device failed during a procedure. No patient consequences reported.